Event description:
A user facility reported that a patient on extracorporeal membrane oxygenation (ECMO) support for acute respiratory distress syndrome (ards) experienced blood loss due to the xlung kit being replaced during treatment. The reason for the kit change was due to low post-oxygenator pao2 levels. The patient was initiated on ECMO support at an outside hospital, and was then transferred to the reporting facility where they continued ECMO. The first recorded post-oxygenator pao2 on the kit was 215 mmhg. Pao2 levels progressively got worse and eventually dropped to 110 mmhg (inlet pao2 was 36 mmhg). There were some reports of "flow chatter", but no unusually loud pump head noise. There were no reported console alarms or notable issues with the flow rate (flows of 4.8 to 4.9 lpm were maintained at up to 8000 rpm). Due to the persisting low pao2 levels, the facility decided to use another device. The patient was successfully transferred to a competitor¿s device and there were no further issues. The patient was confirmed to be on a low dose of heparin at the time of event. Blood loss due to the change out was approximately 500 ml. There were no reports of any adverse effects due to the blood loss. Upon follow-up it was confirmed that there were no issues with the console. The xlung kit was confirmed to be available for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d4, d9, h3 plant investigation: the sample was returned to the manufacturer for physical evaluation. A gas performance test was done on the device. The specifications of the gas performance could not be met. The value for the co2 transfer was 20 ml/min (specification is 36 ml/min). In addition, the value for the o2 transfer was 51 ml/min (specification is 111 ml/min). However, blood and clotting were visible in the oxygenator, tubing, and pump head, which could not be removed by subsequent flushing. It is very likely that the gas exchange surface was reduced by the clots formed, and that the performance of the gas exchanger was reduced as a result. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation was performed. Manufacturing documentation confirmed there were no deviations concerning the reported failure pattern. There were four quality events for the batch, but none were related to the failure. The product investigation showed that the gas exchange performance of the product was reduced. However, this was likely due to the clots in the oxygenator which could not be removed. It is unknown if the clots in the tubing occurred during treatment, or during storage after treatment. Therefore, a definitive cause for the reported low po2 levels could not be determined.

Event description:
A user facility reported that a patient on extracorporeal membrane oxygenation (ECMO) support for acute respiratory distress syndrome (ards) experienced blood loss due to the xlung kit being replaced during treatment. The reason for the kit change was due to low post-oxygenator pao2 levels. The patient was initiated on ECMO support at an outside hospital, and was then transferred to the reporting facility where they continued ECMO. The first recorded post-oxygenator pao2 on the kit was 215 mmhg. Pao2 levels progressively got worse and eventually dropped to 110 mmhg (inlet pao2 was 36 mmhg). There were some reports of "flow chatter", but no unusually loud pump head noise. There were no reported console alarms or notable issues with the flow rate (flows of 4.8 to 4.9 lpm were maintained at up to 8000 rpm). Due to the persisting low pao2 levels, the facility decided to use another device. The patient was successfully transferred to a competitor¿s device and there were no further issues. The patient was confirmed to be on a low dose of heparin at the time of event. Blood loss due to the change out was approximately 500 ml. There were no reports of any adverse effects due to the blood loss. Upon follow-up it was confirmed that there were no issues with the console. The xlung kit was confirmed to be available for evaluation.